Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding, stroke, neurologic dysfunction, and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 59 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was unresponsive on (B)(6) 2017, and that stroke was confirmed by CT scan. The CT scan on (B)(6) 2017 showed a large acute right subdural hematoma measuring to 2.4 cm in thickness. This resulted in extensive mass effect with approximately 2.0 cm of right-to-left shift of midline structures, uncal/transtentorial herniation, subfalcine herniation and mass effect on the midbrain. There was marked enlargement of the ventricular system/hydrocephalus with findings compatible with transependymal cerebrospinal fluid flow. High attenuation in the right lateral ventricle may reflect interventricular hemorrhage. Findings were concerning for ischemia versus edema in the anterior right temporal lobe and midbrain. There was also diffuse cerebral edema. At the time of the event the patient was on heparin with an inr of 1.6. Anticoagulation was held post-stroke. On (B)(6) 2017, the patient suffered another stroke with hemorrhagic conversion of ischemic infarct. The decision was made to withdraw care, and the patient expired.